Event description:
Becton dickinson vacutainer systems, 1 becton drive, franklin lakes, nj 07417-1885. We have researched our complaint files and find we have reported our customer's concerns to you under MFR report # 1917413-1996-00002. On 11/1 a member of our clinical lab team visited with this account to discuss their customer's concerns. Further investigation is planned.